Event description:
The event is reported as: "tube was on a patient in ICU for 8 days and purple port peeled away from endotracheal tube causing unit to malfunction, there was no suction." No patient injury reported.

Manufacturer narrative:
No device sample or lot number available for investigation. Complaint cannot be confirmed since the sample was not available for investigation, however the manufacturer will continue to monitor and trend relating complaints. No corrective actions taken.